Manufacturer narrative:
Event site name: (B)(6). Event site city: (B)(6). Event site telephone: (B)(6). The initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled ii 500. It was stated the cover was damaged and fell off from the spring arm. Photographic evidence indicated that the cover was cracked with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. The correction of h4 manufacture date and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h4 manufacture date: 2020-11-21. Corrected h4 manufacture date: 2020-11-25. Getinge became aware of an issue with one of surgical lights - powerled ii 500. It was stated the cover was damaged and fell off from the spring arm. Photographic evidence indicated that the cover was cracked with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: according to the pictures provided it is obvious that the cover spring arm has been ripped off by a mechanical action. A bit of cover at the screw location is still attached to the spring arm frame. A shock only can not lead to such a result. It seems that this half cover was removed without removing the screw. It is a misuse. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time

Event description:
Manufacturer's reference number (B)(4).